Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump was beeping and the screen was flashing white and went off. The customer's blood glucose value was unknown. The belt clip broke off and would not come off the insulin pump. The insulin pump will not be returned for analysis.